Event description:
It was reported that during a trial implant procedure a csf leak occurred. A blood patch was done and the patient was hospitalized and experienced vomiting and a headache. The patient has been released from the hospital, and their symptoms have resolved. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000177655.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.